Event description:
Per physician, autosuture trocar sleeve failed to retract properly during primary port insertion. This resulted in several tries and created a suboptimal pt safety environment for this portion of procedure.